Event description:
On (B)(6) 2015, a gore® excluder® aaa endoprosthesis aortic extender component (pxa230300/12412369) was implanted as part of an endovascular aortic repair. The device was implanted as planned. However, upon withdrawal of the delivery catheter, the leading olive reportedly became caught at the edge of the cook® introducer sheath. According to the report, the delivery catheter was withdrawn; however, the olive separated from the catheter and was lodged inside the sheath. The physician was able to remove the olive from the sheath, and the procedure went forward without any further reported complications. The patient tolerated the procedure. The delivery catheter was discarded at the facility.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿if resistance is felt during removal of delivery catheter through the introducer sheath, stop and withdraw delivery catheter and introducer sheath together." Additionally, the IFU recommends gore® introducer sheaths for use with the gore® excluder® aaa endoprosthesis.